Event description:
It was reported that the reservoir of this inflatable penile prosthesis herniated out of pocket and into the groin post implant procedure. The reservoir was replaced. There were no patient complications.